Event description:
It was reported that the welding of the backslap came undone and the tool can't function properly. No pieces fell off the instrument when the instrument broke. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) please disregard previous (initial) report. This was determined to not be a reportable event. Event was reported in error.